Manufacturer narrative:
The reported event and conditions could not be reproduced. The chemical/physical analysis of the affected/burned parts and analytical investigation of the event did not reveal a clear root cause of the reported deflagration in the breathing system. Within the overall product surveillance of the fabius device family, this is the first reported case of this nature. The MFR comes to the conclusion that there is no indication while using the fabius gs according to the instructions for use (fabius gs) with approved breathing gases and volatile anesthetic agents a flammable gas mixture could occur. Safety precautions and cleaning recommendations are referred in the instructions for use (operator's manual). Therefore, it must be assumed that alien substances like cleaning or disinfectants on alcohol base or medicinal nebulizer or an aerosol were present in the breathing system and led to the reported deflagration. These aspects were questioned and discussed with the customer/user, but were excluded by hospital staff. The event has been finally assessed to be an isolated case with unknown root cause.

Event description:
Contrary to the ufr, it was reported to the MFR, that the crna (hospital staff) was unable to calibrate the flow sensor during the pre-use check of the device. The biomed dept was informed about the device problem, but the operator/crna did not wait for fixing the flow sensor problem and continued the procedure, intubated the pt and started the case. It was further reported, that the device seemed to be functioning, but it was noted that the tidal volume readings was 200 ml/min even though the set value was 700 ml/min. All other info is in correspondence to the event description in the ufr.